Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose (B)(6) 2019 with blood glucose of 330 mg/dl. The customer's blood glucose was almost 400 mg/dl. The customer treated high blood glucose with manual injection and insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering because bolus and insulin was not coming out of the insulin pump. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.